Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
A4 - patient weight updated

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was unable to establish a communication with the patient controller. It was displaying ¿replace generator¿ message. The implantable pulse generator was unable to be connected to which showed end of life. No additional information is available at this time.